Manufacturer narrative:
Device out of warranty; no request for manufacturers service.

Event description:
The customer reported that the ventilator alarmed and went vent inop due to a data acquisition pcba adc reference failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the device was not in use therefore there was no patient involvement or harm. The facility biomedical engineer reported replacing the data acquisition pcb to motor controller pcb cable and data acquisition pcb board and the reported problem was resolved and the unit placed back into service.